Event description:
Medtronic received information that exposed to magnetic field or MRI, pump error 130, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 5.2a. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 130 alarms noted during test. No damage noted to motor assembly during visual inspection. Motor was tested outside of the device and passed. Exposed to magnetic field or MRI not confirmed. No delivery alarm/occlusion - unknown timing not confirmed. The following were noted during visual inspection: scratched case and pillowing keypad overlay.